Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer continue to use current pump for insulin therapy and use manual injections if needed. Customer¿s blood glucose level was 153 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.